Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, peripheral artery disease, and chronic obstructive pulmonary disease. Complications reported included perivalvular leak, arrythmia, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early echocardiographic changes following transcatheter aortic valve implantation: a comparative analysis of different transcatheter aortic valve systems. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early echocardiographic changes following transcatheter aortic valve implantation: a comparative analysis of different transcatheter aortic valve systems", was reviewed. This research article is a retrospective single-center experience to evaluate and compare transcatheter aortic valve implantation (tavi) valves regarding their impact on early hemodynamic characteristics observed via transthoracic echocardiography (tee). The devices included in the study were core valve, sapien xt, portico, myval, and evolut r. The article concluded that tavi with supra-annular valves (sav's) provide lower transaortic gradients compared to (iav's). On the other hand, frequency of perivalvular leaks (pvl) was comparable between the valve groups. [The primary and corresponding author was tugce colluoglu, department of cardiology, faculty of medicine, dokuz eylül university, izmir 35340, turkey, with corresponding e-mail: tugcecolluoglu48@gmail.com.] This study included patients with severe aortic stenosis who underwent transfemoral tavi from 09 june 2012 to 01 january 2024. A total of 332 patients were included in the study, of which 7.8% (26) received an abbott device. The average age of the self-expanding group was 78.3 years. The average age of the balloon-expandable group 77.9 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, peripheral artery disease, and chronic obstructive pulmonary disease.